Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. No medical records have been provided related to revision surgery and the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2017: the patient had unspecified injuries related to a defect in the bard/davol ventralex st and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to revision surgery and the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2017: the patient had unspecified injuries related to a defect in the bard/davol ventralex st and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st (device #1) . Per operative notes, ¿the fascia around the defect was cleared circumferentially. A large ventralex st mesh (device #1) was then inserted and covered the defect.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #2) and removal of mesh (device #1). Per operative notes, ¿the hernia was clearly recurrent, and mesh (device #1) seems to have moved superiorly and laterally compared to its original placement. The hernia sac was completely resected and mesh was adherent to the abdominal wall was completely excised. A ventralight st mesh (device #2) was placed intra abdominally using sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, nerve damage, pain, hernia recurrence, infection and emotional injuries. It was also alleged that the patient had mesh seems to have moved superiorly and laterally.